Event description:
Received a report from a consumer indicating she recently gave birth, and has since experienced only a few irregular menstrual cycles; wherein both gentle glide regular and super absorbency tampons were used. Consumer reported on one occasion each during last two menses, she experienced pieces of a tampon pledget being left behind, and expelling several hours after, the removal of the tampon pledget. Consumer did not know which absorbancy tampon was used during said incidents. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation. Lot code information advised by the reporter has been sent to qa for investigation. We await the results. Since reporter did not know which absorbancy was used during the described event, we have also submitted MFR report # 2515444201000002 for the other product.